Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was exposed to moisture and x ray machine and got critical pump error alarm as well as insulin pump error alarm. Customer response they were trying to use the insulin pump and had frozen display. Customer states there were not response from any button. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery and monitoring the insulin pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. Customer was unable to try insulin pump with remote. Customer states they remove battery from the insulin pump and insert battery alarm did not appear on insulin pump screen. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine frozen screen and unresponsive keypad due to critical pump error.